Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they received insulin flow blocked alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur but customer states they had to change reservoir multiple times. Product will not be returned for analysis.